Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post-implant. The ra lead was explanted and replaced on the same day it was implanted. No patient complications have been reported as a result of this event.